Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This report is number 4 of 4 MDR's filed for the same patient (reference 1825034-2016-04647 / 04650).

Event description:
Patient underwent a left hip revision procedure approximately five months post implantation due to unknown reasons. The modular head and acetabular components were removed and replaced.